Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that prior to a pacemaker replacement procedure for battery depletion, the impedance measurement relative to the subject lead was measured to be over 3000 ohms in both bipolar and unipolar configurations. The physician decided not to replace the lead during the replacement procedure and opted for single chamber pacing therapy considering the patient's advanced age. The lead impedance was confirmed to be still over 3000 ohms after disconnection from the pacemaker, and it was capped and abandoned in-situ. It was further reported that a lead fracture was not identified on the fluoroscopic image.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The physician reported that prior to a pacemaker replacement procedure for battery depletion, the impedance measurement relative to the subject lead was measured to be over 3000 ohms in both bipolar and unipolar configurations. The physician decided not to replace the lead during the replacement procedure and opted for single chamber pacing therapy considering the patient's advanced age. The lead impedance was confirmed to be still over 3000 ohms after disconnection from the pacemaker, and it was capped and abandoned in-situ. It was further reported that a lead fracture was not identified on the fluoroscopic image.